Manufacturer narrative:
Since the product lot information was not available and the actual product could not be investigated, it was not possible to identify the occurrence of balloon rupture as the cause of the inability to pull back into the sheath. A rupture occurs when the balloon is expanded after a preparation operation such as priming is performed from the procedure information and the catheter reaches the target lesion site. Therefore, it is inferred that the rupture occurred because the balloon was damaged at the hard part of the lesion. This was considered a malfunction caused by the procedure.

Event description:
This product was used for peripheral vascular treatment with trans-radial intervention approach. During the procedure, a balloon popped in the iliac vessel. As a result, the balloon could not be pulled back into the sheath. The hcp had to make an incision in the patients wrist in order to get the balloon out of the radial access site.